Event description:
It was reported by the customer that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 2.5 mmol/l. The customer stated that they treated the low readings with the food and juice. The customer's current blood glucose level was 9.6 mmol/l. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode. The customer declined the troubleshoot for low blood glucose as they already changed the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.